Event description:
This lead was capped and replaced because it was giving slightly elevated threshold readings. The physician replaced the pacemaker at the same time because of eri and ended up implanting on the right side due to an occlusion. Should more info become available, this report will be updated.